Event description:
The customer reported a leak when using the unicel dxh 800 coulter cellular analysis system. The leak was identified while troubleshooting aspiration errors. The leak was described as a leak of clenz by the bsv (blood sampling valve) on the instrument. The volume was reported as about 5 ml and was contained to the instrument. The operator was wearing gloves and labcoat. There was no reported exposure to mucous membranes or open wounds. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
The customer technical specialist (cts) reported the customer was receiving aspiration errors at the time the leak was discovered. The cts scheduled service but the customer called back to cancel service as they found the tubing on the sample aspiration probe was disconnected at the bsv (blood sampling valve). The customer reattached the tubing to the bsv fitting and resolved the leak. The customer was contacted on (B)(4) 2013 and the instrument is operational and no leaks were observed after the tubing was reconnected. Identified failure modes: the failure mode is tubing on the sample aspiration probe was disconnected at the bsv. No erroneous results were generated; the failure mode identified is likely to cause erroneous results due to incomplete aspiration of whole blood samples. Evaluation of product labeling: per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).